Manufacturer narrative:
Other applicable components are: product ID 387445, lot# v795713, implanted: (B)(6) 2011, product type: screening device; product ID 387445, lot# v785270, implanted: (B)(6) 2011, product type: screening device; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead.

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that there was a lead issue as there was too much stimulation in the stomach. The patient had stomach stimulation since implant. There had been multiple attempts to reprogram around the issue, but the issue had persisted. A revision surgery was scheduled for next week. The stimulation was in the wrong location. The hcp did not think the leads had migrated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :387445, lot# v795713, implanted: (B)(6) 2011, product type: screening device. Product ID: 387445, lot# v785270, implanted: (B)(6) 2011, product type: screening device. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead.

Event description:
Additional information was received from manufacturer representative. The patient had a lead revision to improve stimulation on (B)(6). After the revision, the patient no longer felt the stimulation in her stomach. The patient was happy and was seen the next day in follow-up and she continues to be pleased with the stimulation.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.